Event description:
Patient was revised due to pain, mechanical cluncking, and elevated ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 litigation papers received. Litigation alleges disfigurement. Comment: there is a doi discrepancy between litigation and what was previously reported on the der. An invoice was found with matching surgeon, part/lot information that indicates that the date in litigation is correct. There are no invoices matching the date from the der. Due to accuracy, the doi from the litigation will be reported. Should we receive additional information, we will update if needed.